Event description:
Caller reported patient having to recharge for 36 hours and while the patient is recharging they have to have their ins off and is in terrible pain by the time they are done recharging. Caller reported the patient has a boston scientific system-artisan lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).